Event description:
It was reported that a lead warning was triggered due to low pacing impedance on the right ventricular (rv) lead which caused a polarity switch. There was also oversensing noted on the right atrial (ra) lead. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 310c33 tissue valve, implanted: (B)(6) 2009. (B)(4).